Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to what appears to be t wave oversensing. Technical services (ts) provided a review of a stored episode noting that at the onset it appears to be sinus tachycardia and when the rhythm accelerated the complex was very wide and presented double counting. It was noted that after the shock the morphology and rate restored to normal. Technical services (ts) recommended review with the electrophysiologist to confirm if the shock was appropriate. This sicd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to what appears to be t wave oversensing. Technical services (ts) provided a review of a stored episode noting that at the onset it appears to be sinus tachycardia and when the rhythm accelerated the complex was very wide and presented double counting. It was noted that after the shock the morphology and rate restored to normal. Technical services (ts) recommended review with the electrophysiologist to confirm if the shock was appropriate. This sicd remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this s-ICD system received one shock with no symptoms prior. Technical services (ts) reviewed the event, looked like the patient was in supraventricular tachycardia (svt), the rhythm changed and became wide complex which the device oversensed, it was noted that the actual rhythm was greater then the conditional zone. The field representative noted that the physician is planning to perform a treadmill test. This s-ICD system remains in service. No additional adverse patient effects were reported.